Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced label damage or missing, pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), loss of communication between the insulin pump and the transmitter, loss of communication between the insulin pump and mobile application, log in issue. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7333, mmt-6102. Troubleshooting was performed. The customer was successful in logging in to carelink personal. Customer requested assistance with pump programming. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Loss of connection between pump and mobile device unpairing and repairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Power error detected pump error 25 customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind. Explained how to resolve power error detected condition. Labeling/packaging customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7333. No product return is required for mmt-6102.

Manufacturer narrative:
Pump passed self-test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. The pump was connected to a test transmitter and monitored without any connection interruptions. The pump was successfully connected to the mobile app. Pump trace download analysis confirmed the pump alarmed pump error 25 ten times on (B)(6) 2025, between 03:00:00.000 to 22:20:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained and faded serial number label, cracked battery tube threads, missing display window cover, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No communication error noted during test. However, the pump trace download analysis confirmed the pump alarmed pump error 25 due to connector resistance j6 /pcb 1. Cosmetic damage at serial number label was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.